Event description:
Information was received indicating that during the use of a smiths medical cadd ms3 ambulatory infusion pump for a life sustaining infusion, the pump lost its programming. Per reporter, the patient stated that they changed the batteries with each cartridge change. It was also reported that the patient was able to switch to a backup pump to receive remaining infusion. It was reported that the medication was administered continuously via a subcutaneous route. No patient consequences were reported. No adverse effects were reported.